Event description:
On (B)(6) 2014, the lay user/patient¿s mom contacted lifescan (lfs) alleging her son¿s one touch ping meter was missing segments on the display. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began between ¿(B)(6)¿. The patient manages his diabetes with an insulin pump. The reporter stated that because of the alleged issue her son would ¿incorrectly read a 200 mg/dl as a 300 mg/dl¿ and would take an increased dose of insulin (unknown type and dosage). At an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿very hungry, sick, and had a stomach ache¿. The patient would self-treat with food and/or drink. The reporter also stated that ¿sometimes during the week, he incorrectly assumed it was a lower reading¿ and ¿would not treat himself¿ in response to the alleged issue. At an unspecified time after the alleged issue occurred, the patient developed symptoms of a ¿headache and no appetite¿. The patient would self-treat with insulin (unknown type and dosage). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the lay user/patient¿s meter has been returned on 09/17/2014 and evaluated by lifescan product analysis on 09/24/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked/broken lines with black marks were found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.